Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01550/-01551).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of pain, metal poisoning, metallosis, inflammation, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.